Manufacturer narrative:
Manufacturing review: a review of the mfg. Lot build database for the one reported d1000 lot# 3389900 was performed. The results recorded lot# 3389900 (mfg. 01/2017) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds.

Event description:
Int'l. ((B)(6) complaint received reporting leakage issues with use of unspecified dialysis set-up and d1000 tego connectors. The initial and follow up information received reports " leak of tego connector on 5 separate occasions over august/september with 2 patients. Patient 1 = 3 leaking tego connectors at home. Patient on home haemodialysis. Hospital contacted after 3rd incident. Patient brought up for fbc, crp and blood cultures and stat IV antibiotics. Infection bloods normal and cultures negative. ... Patient 2 = blood noted to be leaking from tego connector on connection to home haemodialysis. No action taken as it was not classed as a contamination. Patient 3 = in-centre hd patient. Blood found to be leaking from tego and into parafilm after the weekend. Fbc, crp and blood cultures and 48 hrs IV antibiotics. Infection bloods normal and cultures negative. IV antibiotics discontinued. .. IV antibiotics given until negative blood cultures confirmed. All patients remained well."